Event description:
It was reported to intuvie that the pump was "just not working". It is unknown if the device was in clinical use. During service on (B)(6) 2024 the device failed the 30 psi occlusion test. No patient or user harm was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. The reported malfunction involved the pump failing the 30psi occlusion test, as experienced by the end user. The reported failure mode was confirmed. The pump failed the 30 psi test at 20 psi, which is outside of the performance specification. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction. Upon reassessment, the reported occlusion failure mode has been determined to be non-reportable. During device testing the 30psi occlusion test passed at 22psi. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).